Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a system running slow. The field service engineer ran the scripts to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. H11 - e.1 initial reporter facility: (B)(6) .

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had an error, takes a very long time for it to update. The customer reported that there was a short delay in obtaining these medications to the patient. There were no adverse events or injuries reported based on this event.